Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 300 mg/dl. Customer was dehydrated, vomiting and thirsty. Diagnosed diabetes ketoacidosis. Hospital treated with fluids, insulin and IV drip. Nothing further reported.